Manufacturer narrative:
The pt was treated with 2 different drops including an unknown atbx drop and after completion the pt was instructed to use blink and systane drops for dry eyes. Our firm has made several unsuccessful attempts to collect additional information from the treating eye care professional. The suspect lot information and product were not available for evaluation. If additional information is received, it will be reported within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4). Method: device discarded-unable to follow up, device not returned. No evaluation will be performed. Conclusion: unable to confirm complaint.

Event description:
On (B)(6) 2014, a pt called contacted our firm to report a recent ocular event; the pt did not seek medical attention. While collecting information the pt mentioned having experienced an ocular event last year os while wearing acuvue oasys for presbyopia contact lenses (cl) and the issue lasted for several months. The pt wore the lenses on a daily wear and biweekly replacement schedule and used opti-free replenish lens care solution. The pt started wearing trial oasys for presbyopia around (B)(6) 2014 and did fine with the trials but reported that when he/she tried to wear lenses from involved carton they were misshaped and uncomfortable. The pt reported that the first two lenses used from a cartoon appeared to be misshaped and caused irritation and redness and the symptoms lasted for about 2 to 3 days after lens removal. The pt was seen at an emergency care facility and instructed to use unknown eye drops and reported that he/she continued wearing cl while using the drops prescribed by the ER. Around (B)(6) 2013, the pt had a follow-up exam with a doctor who dx with "ulcers" on the cornea os. The pt had several more visits with the treating doctor but could not remember the dates seen.